Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-09035. It was reported the patient (B)(6) is experiencing discomfort due to pain at the ipg site when the stimulation is increased and heating at the ipg site while charging. The patient was advised to charge more frequently and decrease the charge duration. The patient is pending follow up with an sjm representative to check the impedances. The patient is working with her physician to determine the next course of action.